Manufacturer narrative:
The customer¿s report that the secondary tubing separated below the drip chamber was confirmed as received. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection under a lab microscope observed that the tubing had insufficient solvent applied at engagement during manufacturing process. No other anomalies were observed with the set. The tubing¿s internal diameter and the drip chamber port¿s outer tubing diameter were measured and found to be within specification(s). Functional testing could not be performed on the set due to a leak that would occur from the separation. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the secondary tubing separated below the drip chamber when the rn attempted to spike an IV bag of cloxacillin in dextrose 5% water. It was noted that the tubing had been used to administer previous doses of antibiotics. The tubing was labeled "december 15" and the patient was receiving antibiotics every four hours. There was no significant delay in patient therapy. The event occurred in the pediatrics department.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, it is the customer's policy not to provide patient demographics.

Event description:
It was reported that secondary tubing separated below the drip chamber when the nurse attempted to spike an IV bag of cloxacillin in dextrose 5% water. It was noted that the tubing had been used to administer a previous doses of antibiotics. The tubing was labeled "(B)(6)" and the patient was receiving antibiotics every four hours. There was no significant delay in patient therapy. The event occurred in pediatrics department.